Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of issues with high blood glucose. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 187mg/dl. The customer did not have time to troubleshoot due to being at work. The customer was advised to do a complete set change, contact their health care provider regarding the high blood glucose levels, and to call back to complete troubleshoot.